Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. Customer experienced symptoms such as nausea. Customer treated high blood glucose with bolus. Customer reported that the auto mode was active and delivering insulin at the time of the high blood glucose. Customer does not allege insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.